Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thoracotomy combined with two - port radical resection of esophageal carcinoma, during the esophagus and stomach anastomosis which was performed in the thoracolaparoscopy combined with the radical mastectomy, the greenbar was visualized but the safety button could not be pressed. Another device was used to complete the case. There was no patient injury.